Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "didn't heal right" and it was also reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted and will be replaced. No further patient complications have been reported as a result of this event.